Manufacturer narrative:
There is no suspected device failure. The article reported all 32 transseptal punctures performed using the nrg transseptal needle were successful. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use. Not returned to manufacturer.

Event description:
During a periodic review of published literature by the manufacturer, baylis medical devices were identified among several other manufacturers' devices as having been used in procedures with reported complications. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as the baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. Article reference: plicht, b., konorza, t. F., kahlert, p., al-rashid, f., kaelsch, h., janosi, r. A., buck t., bachmann hs., siffert w., heusch g., & erbel, r. (2013). Risk factors for thrombus formation on the amplatzer cardiac plug after left atrial appendage occlusion. Jacc: cardiovascular interventions, 6(6), 606-613. As per this article, "three patients had thrombi before discharge, 3 more at the 3-month follow-up...two patients experienced postinterventional pericardial effusion without hemodynamic relevance; 1 additional patient needed pericardiocentesis."